Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection of the set noted that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. Functional testing was performed and the clear bodies of the valves all broke away from the female luer adapter/fla with the broken pieces of the clear bodies still remaining within the fla. It was noted that the damages and stress marks were similar to the damage observed on the received event samples. The probable cause of the observed damage to smartsite component has been identified to be lateral force exerted during disconnection of the smartsite valve from a mating component.

Event description:
Customer reported the smartsite broke prior to attaching the primary administration set. No leakage reported and no patient harm.